Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump did not alarm when she had bent cannulas. Troubleshooting was performed. Ran a fixed prime and high pressure test and they passed. During the call, the customer stated that she was hospitalized due to diabetes ketoacidosis and high blood glucose of 519 mg/dl. The customer noticed that the cannula was bent when the infusion set was removed. No further information was provided.